Event description:
It was reported that interrogation of the pulse generator was intermittent. The patient's intrinsic rate was 102 bpm. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.